Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through the patient that he had a left total hip replacement in (B)(6) of 2016. It is alleged that a little over 90 days he developed significant level of pain and reduction in mobility; injections for inflammation, therapy, work restrictions and other methods were tried to eliminate the pain and to regain lost mobility. It is further alleged after approximately 18 months the cup portion of the implant had failed and he was revised in (B)(6) 2018.